Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. Visual inspection showed no damages or defects. The device was turned on using lab stock batteries. During operational and functional testing, the device was able to obtain readings and audio and visual status indicators were functioning. Internal inspection found that the missing led segment on the instrument board did not pass voltage testing. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6). A service history record review reveals that this unit was in the field for ten (10) months with no previous reported issues related to this reported event.

Event description:
The customer reported that the device had missing led segments. No consequences or impact to patient were reported.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted. (B)(6).

Event description:
The customer reported that the device had missing led segments. No consequences or impact to patient were reported.